Event description:
It was reported that the insulin pump was not delivering insulin when 50 to 70 units remains. It was stated that the customer did not feel comfortable with the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.